Event description:
It was reported that this lead was explanted due to abnormal impedance value. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the distal fragment was received for analysis. The is-1 connector was not returned. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found. These cuts probably occurred during the extraction procedure. The lead tip including ring electrode and fixation helix was found covered in fibrotic growth. The calcification can be assumed to be the root cause of the observed abnormal impedance value. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to abnormal impedance value. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.